Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon functional testing, the rse identified that the flex monitor screen was blank, the system was unable to boot up and was stuck. To resolve the issue, the flexvision pc was manually shut down and rebooted by the customer. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.